Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A (B)(6) bluetooth device pairing test was performed and failed. A review of the share logs was performed, and a loss of connection was found within the investigation window. The allegation was confirmed because the transmitter failed testing. The probable cause was a defective transmitter. No injury or medical intervention was reported.